Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion and paralegia.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2016, the patient developed paralegia and transferred to a hospital. The patient was diagnosed as an acute stanford type b dissection. It was reported that the dissection is unrelated to the excluder® devices implanted on (B)(6) 2014. Additionally, the proximal portion of the trunk ipsilateral leg was compressed due to the progression and expansion of the false lumen. No blood flow was observed in the devices while some flow was observed distal to the femoral arteries. No pulse was felt in the lower limbs. An axillobifemoral bypass was created to restore the blood flow to the lower limbs. It was reported that the paralegia still remains with the patient.